Manufacturer narrative:
Device evaluated by manufacturer. Health impact, event problem and evaluation codes: updated. One sample was received in use conditions without original packaged was received and visually inspected, showing damage in the inner blue corrugated tube, which can be considered as an occlusion as it limits the inner diameter of the tube and restricts the flow; and so the correct operation of the product cannot be assured. The complaint for occluded/blockage was not confirmed, because it cannot be verified that there is a complete occlusion of the product. Other analysis: a cut was made to the transparent outer tube to better visualize the visual condition found, with which we can better confirm the damage in the blue inner tube. In this view it could be seen that the damage (kinked) does not completely occlude the tube, but the damage in the inner tube of the sample is confirmed. The complaint for crimped/kinked was confirmed. Based on the analysis of the sample and the manufacturing process, it was not a condition attributable to the manufacturing process and was generated outside of the manufacturing facility. All mitigations on placed were verified and it was confirmed has been executing according, it will be continue monitoring this failure condition in this product for threshold or escalation. Notification was made to operations personnel as awareness to failure mode reported. A device history record (DHR) review showed there were no issues, non-conformances reported during the manufacture of the reported lot number.

Manufacturer narrative:
Event: month and year of event have been provided, day is unknown. UDI section is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during use with a patient, a twisting of the corrugated tube was observed. The issue was not discovered during the pre-use and visual testing. No patient injury reported.